Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient was seen for follow-up, the device could be seen outside the pocket. The physician flushed and inspected the pocket. Since no infection was found, the device was re-implanted. The patient was in good condition before and after the event.